Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1070156. Medical device expiration date: 2022-03-04. Device manufacture date: 2021-03-11. Medical device lot #: 1124222. Medical device expiration date: 2022-04-29. Device manufacture date: 2021-05-04. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd phoenix¿ ast broth has been found experiencing 18 occurrences of contamination. The following has been provided by the initial reporter: ast broths were showing fungal contamination.

Manufacturer narrative:
H.6. Investigation: this complaint is for contaminated phoenix ast broth tubes (246003) batches 1070156 and 1124222. The customer did provide photos for investigation. The photos show some form of biological or fungal contamination in the broth tubes. This complaint is confirmed. A review of complaints revealed no additional complaints on the complaint batches. A review of quality notifications revealed no quality notifications generated on the complaint batches. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. H3 other text : see h.10.

Event description:
It has been reported that the bd phoenix¿ ast broth has been found experiencing 18 occurrences of contamination. The following has been provided by the initial reporter: ast broths were showing fungal contamination.